Event description:
On (B)(6) 2011, customer reported that the wash syringe was leaking on the dxc 600i. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and replaced the wash syringe assembly. Repair was verified per established procedures. No further issues have been reported.

Manufacturer narrative:
(B)(4).